Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of two linx device beads within the esophageal lumen and device removal. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2012. Endoscopy confirmed two linx device beads visible at the patient's left side of the esophagus. The physician removed the entire linx device endoscopically without issue on (B)(6) 2016. Patient reported as doing well after device explant.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced dysphagia symptoms leading to endoscopic visualization of two linx device beads within the esophageal lumen and device removal. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including a hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2012. Endoscopy confirmed two linx device beads visible at the patient's left side of the esophagus. The physician removed the entire linx device endoscopically without issue on (B)(6) 2016. Patient reported as doing well after device explant.